Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. Blood was observed inside the soft cannula. A tear in the external portion of the soft cannula led to an observed fluid leak. The timing and cause of the observed cannula damage could not be determined. The cause of the bleeding could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the site was bleeding.